Event description:
While attempting to place PICC line for cvp, catheter was advanced well to about 18cm then would not thread. Pulled catheter out about 4cm and attempted to rethread. Catheter would not advance. Guidewire was laying outside the catheter. Appeared to be a large hole in the catheter. Pulled catheter out to find catheter sheared and part of catheter end missing. Missing catheter end found on x-ray and removed under fluoroscopy. No patient injury occurredinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.